Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight device, creases fold, and curved opening. Visual and microscopic analysis were performed which identified; missing shell (0-25%), crease sharp on posterior, and stress marks. Based on the device analysis the final assessment was an opening crease sharp on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported deflation. Device remains implanted. This record is for the left side.